Event description:
The customer reported that while dilating the tissue tract, the physician felt a "pop". The physician continued with the deployment and the collagen was placed successfully. The j segment broke off of the temporary arteriotomy locator and remained in the pt. The physician decided not to remove the j segment and felt it in the pt. No further complications were reported.